Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred during patient use. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was initially replaced with a backup v60 at the hospital. Although the reported alarm could not be duplicated in the medical examination (me) room, the sales representative swapped out the device with an alternative v60 as a precaution. There was no reported delay in therapy or medical intervention. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred during patient use. The manufacturer's product support engineer (pse) evaluated the device and performed a check of the device-- the reported issue could not be duplicated, the 1104 error code was confirmed in the event log. For preventive measures, the pse replaced the central processing unit (cpu) printed circuit board assembly (pcba), cleaned the device, and performed tests. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The product investigation lab (pil) technician verified the 1104 "backup alarm failed" alarm error code in the log, but the 1104 error code could not be duplicated at the pil during the boot up of the central processing unit (cpu) printed circuit board assembly (pcba) or standard test bed (stb) operation using the cpu pcba. With the device in a no power/hardware power fail state, the pil technician allowed the visual and audible backup alarm to operate for a period of two minutes. Both the visual and audible alarms operated without issue. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification. Ls1 resistance showed a solid 399k ohms, verifying that ls1 was not shorted or open. The technician verified that ls1 (secondary speaker) functioned as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. Additionally, the technician purposely generated an alarm condition by the temp disconnect of speaker on the motor controller (mc) printed circuit board assembly (pcba), and the alarm occurred as expected. The customer complaint resulted in a no problem found.